Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced chest pain. A computed tomography (CT) scan revealed his right ventricular (rv) lead perforated the heart's wall. However, the physician decided no further intervention was required. The right ventricular (rv) lead remains in service. No adverse patient effects were reported.